Event description:
It was reported that when an attempt was made to inflate the balloon, contrast leaked out of the shaft of the catheter. There was no resistance during advancement or retraction of the balloon catheter in the anatomy. A new, same size, trek balloon was used to complete the case. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported leak was confirmed due to a shaft separation. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.